Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right ventricular lead. During the procedure, the pacing lead impedance was elevated, and the lead was not capturing. The lead was removed and a new lead was implanted. The patient was stable following the procedure.